Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket/510(k): k103751, k110122, k141521. E1: initial reporter facility name: (B)(6) hospital; (B)(6) hospital. Device evaluated by MFR.: mustang device batch was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 80 mm distal from the proximal markerband. Visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip.

Event description:
Reportable based on device analysis completed on 04dec2025. It was reported that balloon leak occurred. The target lesion located in the lower extremity artery was prepared by manual heparin-saline infusion and irrigation. A 5.0 x 200, 135cm mustang balloon catheter was then advanced for dilatation but during pressurization, the balloon could not be expanded normally, and angiography showed contrast medium leakage; however, no physical damage was noted on the balloon. The procedure was completed with a non-boston scientific balloon catheter. No patient complications as a result of this event and the patient condition were stable post-procedure. However, returned device analysis revealed balloon pinhole.